Event description:
It was reported that during a polypectomy procedure, the wire loop broke off as the dr was removing a polyp. The wire was removed with a biopsy forcep. An evaluation of the returned device found that the snare loop assembly, including the loop coupling, had detached from the device's inner cable. The ball weld was not noticeable at the end of the cable. Crimp marks were detected on the end of the cable.